Manufacturer narrative:
Concomitant medical products: product ID: neu unknown lead, lot#: unknown, implanted: (B)(6) 2021. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that patient has been changing programs on their own, she said programs 2 and 4 did not work and they could feel stimulation up their back and "a weird sensation going down my leg". Patient likes programs 1, 3 and 5 and is currently on program 5 @ 1.0 which the patient can feel comfortably. Patient stated she was a little out of it coming out of surgery and does not remember if she should be changing programs on her own. Additional information was received from the patient. They reported that the patient is experiencing nausea and pain from the device and the programmer says no lead attached. The patient was able to tap retry and noticed the stimulation was at 0.1 but, it was sending sharp pain from their buttocks, down their leg, and up their spine. The patient turned the therapy off and was still experiencing pain. Support link advised the patient to please contact their clinician with questions regarding medical advice or if they have questions about their health. Patient mentioned experiencing device issues. The patient was admitted into the hospital (B)(6) 2021. Patient said that there was a mishap with the device that a "redundancy" had happened and wires are needing to be adjusted. Patient said that they are speaking with the surgeon about this as well. The patient is taking pain medications currently and is a little out of it. Patient said that the device is off right now.